Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon interrogation, it was noted that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon interrogation, it was noted that the right atrial (ra) lead had far field r-wave (ffrw) oversensing. Follow up was conducted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.